Manufacturer narrative:
One vitrectomy probe was returned for a cutting failure. The probe complaint sample was visually examined and deemed nonconforming. The needle of the probe was almost completely broken off and testing could not be performed due to the probe condition. A device history record review for each of the component probe lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates that this is one of two complaints related to this issue. The root cause for the cutting failure cannot be determined from this evaluation. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a cutting failure occurred during surgery. There were no problems with aspirating and actuating of the probe. The issue was resolved after replacing the product with another one. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.